Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem "continuous alarm. Will not infuse" was not reproduced. A review of event history log revealed multiple occurrences of upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor was calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed continuously and failed to infuse. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.